Event description:
The customer reported an unspecified image issue with the camera head. There was no patient injury reported. The unit was returned to the regional repair center for evaluation and no proper image was displayed when connecting the device to the video processor due to a faulty camera cable, only noise and vertical lines from top to bottom of were visible on the screen. This is considered a reportable malfunction.

Manufacturer narrative:
Further inspection of the returned device found a portion of the protector rubber on the cable missing. In addition, the coupler mount was found defective and that the endoscope¿s eyepiece was not firmly fixed to the camera head. The cause of the physical damage to the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cable was not connected leading to the image failure likely due to user operation. This issue is addressed in the instructions for use (IFU): "operation manual/please read before use/dangers, warnings, and cautions/caution use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 47. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head. To check the electromagnetic interference from other equipment (any equipment other than this camera head or the components that constitute this system), the system should be observed to verify its normal operation in the configuration in which it will be used.". Olympus will continue to monitor the field performance of this device.